Event description:
It was reported that during the implant attempt, the physician was unable to successfully obtain good defibrillation thresholds with the single coil lead. The physician decided to implant a dual coil lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and not anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).